Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the intermittent short wasn¿t determined. To resolve the issue a different lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of regulation (oor) was seen. The patient was seen last week and was able to increase following appointment. They added programming, and no impedance issues were noted. The patient has access to 4 groups. Oor meaning, clearing oor, trying another group, and other possible screens the patient saw were reviewed. The issue was not resolved. They were going to try and check impedances again at the next appointment. No symptoms were reported. Additional information was received from a healthcare provider (hcp) reporting that they were getting an oor when attempting to increase the intensity. The oor started occurring about a week ago. At the appointment, the patient had been programmed with 2- 3+ 130hz 60us and 4.0v. 0-4.1v range 3.9ma. They changed to interleaved with the following parameters: p1 2- 3+125hz 60us 2v p2 1- c+ 60us 125hz 0-1v 0.2v was the max the patient was getting oor when incrementing the amplitude on program 2 from 0.2 to 0.3v. The made a general complaint about the message on the patient programmer (pp) associated with the oor message being "50 years out of date". They remembered the impedances were in normal range. The battery level was at 2.96v. Additional information was received from the consumer reporting the suspected cause of the oor was an intermittent short in one contact but they were unable to reproduce that. They stopped using the contact in question. The oor resolved spontaneously.